Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material in the device could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. It is possible the foreign material was not removed during reprocessing due to leakage from the auxiliary water channel. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU): IFU states that detection methods in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the air and water channel clogged with an unknown material. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope air and water channel was blocked and issues with reprocessing. The issue was observed during reprocessing. There were no reports of patient harm.